Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding reload set (rls) and system error 2084 alarms that appeared on the homechoice (hc) display during prime. The technical service representative (tsr) advised the caregiver (cg) to power cycle the hc machine. The hc machine went to press go to start. The cg pressed go. The tsr instructed the cg to close all the clamps and to check the set and membrane. The cg stated that the set and membrane were fine. The tsr had the cg load the set and press go. The hc machine successfully self-tested. The cg stated that there was solution dripping off the tubing. The tsr explained that solution might have come out of the patient line when the cg pressed go and the hc machine displayed load the set and the clamps were open. The tsr had the cg open the clamps and press go. The hc machine alarmed rls 201 in priming. The tsr recommended that the cg to start over with all new supplies, and the cg agreed start over with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the home patient (hp) on (B)(6) 2010 regarding the report of solution dripping off the tubing, the hp explained that the he most likely did not have the clamp closed tightly enough, causing the solution to leak out. The hp stated that he had discarded the cassette. The hp confirmed that there were no defects on the cassette. The hp confirmed that he did not have any injury or harm as a result of the leak, and is doing fine and continuing therapy. No patient injury or medical intervention was indicated at this time. No allegations were made against any of the hp's dialysis products. No further information was provided.